Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition,

Manufacturer narrative:
The reported events were high pacing impedance and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to the over torqued inner coil at the connector region consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Unable to perform lead impedance test due to over torqued inner coil as received. The cause of failure to capture was due to over torqued inner coil consistent with procedural damage.